Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose in the morning. The customer¿s blood glucose level during the incident was 408 mg/dl. They treated with a bolus from the insulin pump. Troubleshooting was performed. They did not find any malfunction with the insulin pump. The device will not be returned for analysis.